Event description:
Boston scientific received information that a large dry scab was noted around the pocket of of this patient implanted with this implantable cardioverter defibrillator (ICD). An infection was suspected. No adverse patient effects were reported. At this time, no additional invention has been performed, and this device remains implanted.

Manufacturer narrative:
Should additional information become available, this event will be updated.